Event description:
A female pt was having an operative pelviscopy which had to be converted to an exploratory laparotomy when excessive intra abdominal bleeding occurred at a trocar site. Intervention was needed to stop the bleeding. There is no indication of a problem with the device. Repair was of right inferior epigastric.